Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after flow reversal was established, an angiogram image noted a dissection distal to the sheath tip. The physician removed the guidewire and the arterial sheath and closed the arteriotomy with the previously placed u-stitch. He restuck lower to the original access site. He felt no resistance with the micropuncture (mpk) sheath wire or sheath, but the image showed that he was still in the dissection. The physician made the decision to removed the mpk sheath and closed the arteriotomy with the previously placed u-stitch. The physician placed 4 abbott carotid stents to tack up the dissection that extended from access site all the way to the disease in the bifurcation. The procedure was converted to transfemoral carotid stent procedure successfully and the patient woke up neuro-intact.